Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 clips were applied at aproximal and distal (pt and specimen sides). Then extra clips were applied on pt side. The instrument locked out after the 5th clip and the device had to be cut away off the vessel. No further info was recorded and the only info provided was that there was no consequence to the pt.